Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was because the pump fell on ice. Subsequently, a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. There was no reported impact to customer¿s blood glucose.